Event description:
It was reported that the device did not deploy. No patient injuries were reported. Surgical delay was reported for over 30 min.

Manufacturer narrative:
There was a relationship found between the device and the reported incident. Visual inspection of the returned opus speedscrew implant shows a partially deployed device with a damaged implant. The parts of the broken anchor were returned. Both suture limbs were reeled into the wheels and are contaminated with unknown bloody substances. No manufacturing anomalies were identified. During functional evaluation the activation knob could be easily turned. The function switch can be set to the green- or black dot position to turn the activation knob. The function switch could be pressed down and moved forward. To deploy the suture lock by turning the activation knob is not possible any more. The activation knob is fixed. The complaint was verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event include: there may have been misalignment of the device when inserting ,bend and applying excessive torque could cause damage to the implant. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Report was inadvertently submitted under manufacturer number 1219602 but the correct manufacturer number is 3006524618.